Event description:
The patient has a history of hydrocephalus. He had had a shunt for approximately 30 yrs. Seven months ago, he was diagnosed with subdural hematomas and after evacuation of those he had his vj shunt replaced with the vp shunt six months ago. He had some mental status changes and he had surgery on 5 months later for a malfunctioning shunt. It was noted that when the reservoir cap was disconnected there was spontaneous flow of csf and it was obvious that there was at least a partial obstruction proximally. The ventricular catheter was removed, inspected and shortened; then it was reinserted with spontaneous flow. The catheter in the abdomen was pulled out, the shunt was pumped and there was no good flow, so the decision was made to replace the entire shunt. The physician requested that the shunt system be checked by codman to determine what was causing the problem.